Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an error message. Programming changes were made accordingly to accommodate high thresholds. The patient was a pacemaker dependent patient, and no symptoms were reported.